Manufacturer narrative:
(B)(4). Reported event was confirmed by review of operative notes provided. Operative notes states that the patient underwent a tendon ablation due to persistent pain with hip flexion post left tha. Iliopsoas tendon was injected prior to surgery and patient had relief of pain. During the arthroscopic procedure the surgeon noted he could visibly see swelling of the trochanter and the fibers of the psoas tendon. The tendon was ablated the tendon off the trochanter and upon release, surgeon documented he could see the tension reduce. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient presented with persistent pain with hip flexion. The patient underwent an injection to the iliopsoas tendon sheath and received relief. Approximately two and a half years post-op, the patient underwent a hip arthroscopy with release of the psoas tendon due to iliopsoas tendinopathy. Attempts have been made and additional information on the reported event is unavailable at this time.